Event description:
It was reported "on (B)(6) 2024, the lure hub/fitting has a crack during use on the patient. They inserted the catheter on (B)(6) 2024. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened retrograde hemodialysis kit including one connector assembly for analysis. Review of the bill of materials for this product revealed the returned connector assembly does not match the connector assembly found in this kit. The returned connector assembly has a red arterial luer hub and blue venous luer hub while the connector assembly in the kit reported by the customer has white luer hubs. Therefore, the customer either returned the incorrect device or reported the incorrect material. Visual analysis revealed scratch/stress markings on both the blue venous luer hub and red arterial luer hub. Cracks and fractures were observed on the red luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. The blue venous luer connection flushed as intended without signs of leaking. The red arterial luer hub leaked from the cracks when flushed. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the blue venous luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hub. However, the returned device does not match what comes in product code cs-15192-vfe, which suggests the customer either returned the incorrect device or reported the incorrect material. A device history record review was performed on the reported material, and no relevant findings were identified. Based on the customer report and the sample received, the probable root cause cannot be determined without the reported device returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the lure hub/fitting has a crack during use on the patient. They inserted the catheter on (B)(6) 2024. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).